Event description:
It was reported that the holster caused error codes intermittently. Troubleshooting was performed, but they were not able to eliminate the errors. There was no pt consequence reported; the case was completed using the holster. The device was returned for service.